Event description:
It was reported that a radix-anker post separated approximately three years after placement; a temporary restoration was placed as a result. There is no indication that pt injury occurred.

Manufacturer narrative:
While there is no indication pt injury resulted or that intervention was required, there have been previous reports of this malfunction tht necessitated medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability. The device was returned, visually inspected, and found to have separated just under the head; no visual defects were noted. The diameter was also measured and found to be in specification.